Manufacturer narrative:
The t:slim x2 g5 user guide states, ¿ensure that your transmitter ID is programmed into the pump before you use the system if you receive a warranty replacement pump. The pump cannot communicate with the transmitter unless the transmitter ID is entered.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate duration of time. No additional patient information was available. Reportedly, the transmitter ID number was not entered into the pump. The customer entered the transmitter ID number into the pump and connection resumed.